Event description:
During a laparoscopic cholecystectomy procedure, the clips didn't form correctly. There was no pt consequence.

Manufacturer narrative:
Evaluation summary: the analysis results found that the instrument was received with a premature lock out due to a imsassembled handle. No functional test could be performed due to the retuend condition of the instrument. Therefore, no clip info issues could be found.